Event description:
Date of implant: in 2005. It was reported on a voluntary medwatch by a user facility that a patient underwent a l5- s1 plif procedure, due to reported complaints of back and right radicular pain. Approximately 14 months post-op, patient continues to complain of pain, unresponsive to multiple attempts of conservative treatment. Shortly thereafter, patient undergoes a revision surgery to remove and replace the hardware. No patient complications were reported.

Manufacturer narrative:
This is in reference to a voluntary medwatch submitted by a user facility. We are unable to determine the "suspected medical device", however, the following devices were used: item# 75446545 lot# w05f4394 x 2, item# 75446535 lot# w04k6634 x 1, item# 75446535 lot# w05g0155 x 1, item# 2961026 lot# kr33 x 1, item# 811-323 lot# w05f3223 x 1, multi-axial 30 offset screws x 4. Device has not been returned to the MFR to hospital policy; therefore, product eval is not possible. We are unable to verify product problem due to the lack of info included in the voluntary medwatch . In add'l we are unable to determined if the surgery (revision) is due to our products. Unable to determine the cause of the event.